Event description:
Radiological studies determined the patient was fluid overloaded (4-5 kgs over her dry weight), and the patient was formally admitted to the intensive care unit (ICU). While hospitalized, the patient was experiencing negative ultrafiltration during pd therapy. Therefore, the patient received a hemodialysis (hd) catheter (not a (B)(6) product) and was transitioned to hd for increased ultrafiltration (successfully removed 7 liters). The pdrn attributed causality to a malfunctioning pd catheter (non-(B)(6) device). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).